Event description:
Long line appeared occluded. Nurse attempted to aspirate contents without success. Attempt was made to gently flush line and noted break in line. Line was promptly removed. As of the date of this report, no known injury was caused to the pt.